Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine implantable pulse generator (ipg) replacement procedure, the right ventricular (rv) lead was inserted into the generator and there was inhibition of pacing due to oversensing. It was also noted that the device mode switched to ddir due to noise/oversensing on the right atrial (ra) lead channel during atrial lead insertion. Once in ddr mode, an impedance test was run. During the impedance test, there were several ventricular paces that did not capture. Oversensing was not seen on the analyzer. It was further reported that there was previous incident of oversensing on the rv lead that required lead reprogramming. The ipg was attempted/not used and replaced. The sensitivity on the rv lead on the new device was increased and there was no inhibition of pacing present. The pacing leads remain in use. No patient complications have been reported as a result of this event.